Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (v)(4), product type: recharger. Analysis of the desktop charger (sn#: (B)(4)) confirmed that the connector pin was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinsonian tremor and movement disorders reported that the charger would not charge and the programmer didn't seem to work. The programmer showed the ins was at low battery. It was stated the ins was not working and was last fully charged on (B)(6). A manufacturer representative (rep) reported that they met with the patient to try to pull the ins out of overdischarge on (B)(6). The desktop charger (dtc) connector pin was reportedly broken. The patient was charging at the time of this secondary report on june 6 and reached 25%. They took a break to try to read the ins with the programmer and saw that it was still low. It was noted that the device was not in overdischarge since it had only been a couple of days since the last charging session. A replacement dtc was sent. No further complications are anticipated.

Manufacturer narrative:
Conclusion code 67 has replaced code 11. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the replacement dtc resolved the previously reported issues.